Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 3. 1920664-2013-00109, and 1920664-2013-00111.

Event description:
The user facility in (B)(6) reported the cutter stopped working when set above 300cpm; however the cutter works fine when set below 3000cpm. No patient impact reported.